Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (not using room temperature insulin).

Event description:
The reporter contacted animas on (B)(6) 2014 reporting that they changed the patient¿s cartridge and infusion set last night and the patient¿s blood glucose (bg) was high during the night. The site was changed again this morning and reported that there were a lot of air bubbles in the cartridge and tubing. The reporter stated that the patient¿s bg went from 160-403mg/dl with large ketones. The reporter stated that the insulin was at room temperature for only one hour. Customer support (cs) advised the insulin to be at room temperature for at least two hours prior to filling cartridge with insulin. This report is being made due to hyperglycemic event the patient experienced related to not using room temperature insulin.